Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side "breast pain combined with fluid around the implant plus capsular contracture baker grade iii", "seroma around the left breast implant", "small amount of serous fluid (approximately 5ml)" found during surgery around the left implant, and "left breast implant was within a double capsule". The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side "breast pain combined with fluid around the implant plus capsular contracture baker grade iii. Seroma around the left breast implant." And "the left breast implant was within a double capsule". Fluid was tested and was cd30 (-). Non-oncological. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ double capsule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.